Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable pacemaker device experienced pacemaker mediated tachycardia (pmt) and device longevity calculation exhibited different as expected. Engineering analysis determined that the battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. The expected power consumption is about 38 microwatts, however this device was consuming 52 microwatts and the power consumption is expected to continue to increase. To date, there is no intervention information available from the field and the device remains in service. No adverse patient effects were reported. Additional information from the field indicated that the device exhibited premature battery depletion (pbd).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable pacemaker device experienced pacemaker mediated tachycardia (pmt) and device longevity calculation exhibited different as expected. Engineering analysis determined that the battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. The expected power consumption is about 38 microwatts, however this device was consuming 52 microwatts and the power consumption is expected to continue to increase. To date, there is no intervention information available from the field and the device remains in service. No adverse patient effects were reported.